Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. Vascular access was gained via the radial artery. The 2.5x32mm, eccentric and progressive target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. The lesion was predilated with a 2.5x30mm maverick balloon. The 2.5x32mm promus element was then advanced but was unable to cross the lesion. Upon removal, it was noted that the stent was deformed. The physician then used a 2.5x28mm promus element stent but again was unable to cross the lesion. No further intervention was performed due to the length of the procedure. There were no patient complications reported the patient status is stable.

Manufacturer narrative:
Patient age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).